Event description:
It was reported that the patient had never worn the abdominal binder post-operative of the original implant. The patient had bent way over to tie her shoes to which the physician had advised against. The patient¿s pump was flipped back when they had revised the catheter. After the revision the patient wore the binder and has been doing good since then. Additional information was requested to clarify event details of the catheter revision. Should additional information be received a supplemental report will be filed.

Event description:
When the patient came in for a pump refill on (B)(6) 2014, the hcp (healthcare professional) had difficulty accessing the center port. Imaging of the pump confirmed that the pump was flipped. It was noted that the patient was ¿larger¿, so it would have been unlikely that the patient noticed that the pump flipped. The patient did note that she had leaned way over and felt a pain. A dacron pouch was used at implant. They were planning to do a revision. They decreased the dose by 10% to extend the time until the pump reached the low reservoir volume. The patient was given an oral prescription in case it took a while before the revision could be done. The device system was delivering dilaudid. The outcome of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# unknown, product type: accessory. (B)(4).

Event description:
Additional information later received reported the patient has had no further issues since the ¿pump flip was fixed¿.

Event description:
Additional information later reported the patient had the revision done (B)(6). The pump was flipped, the sutures had pulled loose and let the pump flip when the patient bent over. The pump was secured and the patient was counseled to wear the abdominal binder which the patient openly admitted that they did not do before. The patient was obese with a large abdomen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was to have revision on (B)(6) 2014.